Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 medication leaked past the stopper. The following information was provided by the initial reporter, translated from german to english: reflux of phentanyl by application phentanyl (glass break ampoule) was drawn up, during connection via three-way stopcock or injection port, drug administration was interrupted, new syringe was drawn up.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2311219. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe sample was returned for evaluation by our quality team. Through examination of the sample, the reported defect of leakage was identified. An additional twenty (20) retained samples were obtained from the manufacturing facility; however, upon analysis the retained samples did not display any signs of defect. Based on the returned sample analysis, the leakage resulted from damage in the plunger component. Although an exact cause could not be determined, this type of damage may result within the manufacturing process during the handling of the product or within the plunger assembly machine. We believe that the probability of this type of defect is very low based on the preventive measures in place. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
26-april-2024 has there been any patient impact (serious injury, medical intervention, change of treatment required)?: no. The bd syringe was used for medical administering of ¿tentanyl¿ and anesthesia. This is critical for further operation. Patient needs the whole medicine.